Event description:
I was implanted in 2005 and explanted 2 months ago. Before getting implants, I asked my plastic surgeon what complications could occur. He simply said capsular contracture or they could rupture or leak. And if they leaked, it would only leak saline into my body and if the scar capsules got hard, the dr would simply take the implants out. When I asked if mold, fungus, or bacteria could grow in my implants, because it is in a moist enclosed dark area just sitting there, he said absolutely not! He said the reason was the water will be in a closed, sterile environment. I asked my plastic surgeon about all the women who had filed law suits who said they had immune disorders issues. He said studies have found those women had predisposed medical issues, and those were women with silicone implants. These were saline, and therefore couldn't harm me. I was also never told if for some reason I had to get my implants removed, my breasts would or could look deformed. I could not make an informed choice about getting implants because I was only told the pretty about the implants: how it would enhance my figure and balance me out. If I had known I could get sick, I would never have gotten the implants. I was never given the booklet on the FDA web site, which the FDA supposedly requires to be given to each pt. I was just sold the beautiful story of the glorified saline breast implant, which I bought hook, line, and sinker. Before my implants, I had run 3 marathons, 4 half marathons, and many 5k's. About 3 - 4 years after getting my implants, I got very sick. I could not work out anymore. My hair was falling out, memory issues, I had terrible fatigue, and aches and pains in my knees, hips, neck and back. I was bloated, had frequent fevers resulting in chills and shakes, throwing up, constipation, vaginitis, candida issues which was showing up in my blood and sinuses. One of the scary things that would occur was that there were times my stomach was so inflamed, my food would just sit and not digest. This would cause my heart to race and my body to shake. I would have to throw it up in order to feel better again. I missed a lot of work. Thank goodness I work for a fabulous company. When my implants were removed, I had aspergilus niger and fungus. I still have some fungal issues, but I am 80% better than I was! I had not been able to work out for a year and a half, whereas thanks to god, I can now weight train and work out on the elliptical. I have spent (B)(6) in the past 2 years on doctors, medications and procedures just to get better. I had thought my implantation would only cost (B)(6). I don't know how often these kinds of health problems are caused by breast implants in others, but guess what, neither does anyone in this room. The reason we don't know, is because the studies have asked the wrong questions. I don't think this is coincidental. I think when implant companies and plastic surgeons pay for or conduct studies on breast implants, they ask questions which make implants seem safe. I'm here to say it is time to find out what the real risks are of breast implants, including saline and silicone gel implants. Meanwhile, even if doctors think the kinds of problems I had are rare, it should be mandatory for doctors to disclose to potential pts that some women get very sick from their implants. Why isn't there a warning label on breast implants like there are on most every other drug or medical procedure/surgery out there? I know the truth, based on my experience and also because I have talked to many other women with similar experiences with their implants. It is time for the FDA to require studies of women who are sick from their implants to see if they recover when their implants are removed. Once I figured out my implants were the cause of my sickness, I joined a couple of online forums to seek other women who were experiencing the same thing. It was amazing how many women all had similar reactions and health problems -- (B)(6). There are a lot of us out there. Many of these women weren't as lucky as I was, because they couldn't afford to get their implants removed. Instead, these ladies are getting sicker and sicker. Some have died, some have organs shutting down, making them too sick for surgery. And some have committed suicide. I wonder how many women have committed suicide because they didn't know what was wrong with them and they didn't know how to get better. Almost all the women had similar stories with their plastic surgeon denying breast implants cause such problems. That's another reason why so many women got sicker and sicker, going to dr after dr to find out what was wrong since they were told implants were not the cause of their symptoms. I am asking you to do something about it, so that other women won't go through this. There are doctors who don't know how to help their implant pts so they feed them antidepressants. Even if women are told their implants will not last a lifetime, they don't realize this means many implants last only 10 years. And mammography techs have told me they are told implants only last 5 - 6 years. I plead with you to not ignore this growing epidemic of women with aging implants and serious health problems. Not everyone gets sick, but those of us who do pay dearly. Please use my example to advise the FDA they should not be using saline implant pts as a "control group" to study the risks of silicone gel breast implants. The local complications are similar for all breast implants, and even the autoimmune symptoms can be similar. Studies comparing silicone pts to saline pts might conclude they don't differ, but it does not mean either type of implant is safe. Studies should compare implant pts to women who do not have implants, to find out how many are likely to be seriously harmed after 5 years, 10 years, or 20 years. What is truly sad is I have had several women contact me since june of this year who are extremely sick from their silicone and saline implants... One is a state attorney who is in...